Manufacturer narrative:
A visual examination of the device revealed hard residue to be throughout the device. The inner diameter of the button body was measured as well as the outer diameter of the plug both were found to be within specifications. A functional evaluation of the device was performed by inserting and removing the plug from the button body without issue. A second functional evaluation of the device was performed by inserting a syringe and pulling a vacuum. The valve held and the button body collapsed as expected. A third functional evaluation of the device was performed by flushing the device with water using a syringe, no leaks were noted. While the device was filled with water a vacuum was pulled using the syringe, and again the valve held and the button body collapsed. A fourth functional evaluation of the device was performed by cutting the device in two, inserting a syringe inside the button body and pulling a vacuum. The valve held and the button body collapsed. The syringe was then filled with water and was reinserted into the body with the plug inserted in the body. Water was then forced into the body and against the plug and no leaks were noted. The condition of the returned unit could not be confirmed with the complaint incident that the contents were leaking from the side of the gastrostoma. The components were within specification and no issues were noted during the functional evaluations. Based on the device analysis and the additional information provided by the physician, there are additional known physiological effects of the procedure that could be related to the leak at the stoma site and consequent redness of the skin. Therefore, the most probable root cause of anticipated procedural complication is selected for the complaint. A review of the device history record for lot number 13673903 was performed and revealed no issues related to this complaint.

Manufacturer narrative:
(B)(4), no code available - redness around stoma site. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during percutaneous endoscopic gastrostomy a procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2011 content leaked from the side of the stoma site which caused the skin around the stoma site to become red. No medication was administered for the redness. The device was changed to another manufacturer's device. On (B)(6) 2011, it was reported that there was no more redness around the stoma site. The physician said ""increasing pressure or expanding the stoma is thought as a cause of leak but it is hard to identify". The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during percutaneous endoscopic gastrostomy a procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2011 content leaked from the side of the stoma site which caused the skin around the stoma site to become red. No medication was administered for the redness. The device was changed to another manufacturer's device. On (B)(6) 2011 it was reported that there was no more redness around the stoma site. The physician said "increasing pressure or expanding the stoma is thought as a cause of leak but it is hard to identify". The patient's condition was reported to be good.